Event description:
Information received regarding the device notes that after the implant procedure, the patient became restless and his blood pressure dropped. "Stat echo revealed hemopericardium and cardiac tamponade. Pericardial-centesis was done which revealed 500cc of blood. Emergency surgical consultation was done with the patient being transferred to or for medi- astinal exploration and repair of the atrial perforation. Patient returned from operating room stable and alert."